Event description:
The customer reported that the olympus gastrointestinal videoscope was presenting a horizonal stripe noise in the image. According to the initial reporter, this issue does not appear when the unit is in high-definition mode. Reportedly, the procedure in question was completed using the subject device and had no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.